Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt as well as damage to the epoxy header and the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
(B)(4). The recipient is reportedly hearing well with the newly implanted device. The external visual inspection of the device revealed the electrode was severed prior to receipt as well as damage in the epoxy header and the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of pain, discomfort, and non-auditory sensations could not be verified during this analysis, which was limited in some respects due to the electrode lead being severed prior to receipt. In addition, this device had moisture that exceeded the residual gas analysis test limit. Based on assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic. This older configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
.

Event description:
The recipient is reportedly experiencing pain and non-auditory sensations with use of the device. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.